Event description:
The patient contacted animas on (B)(6) 2012, stating that the ok keypad button was unresponsive. The patient noted peeling by the up arrow keypad button and was unable to confirm whether the response issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment in a case and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be peeling at the contrast button. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, contamination was found under the up arrow, down arrow, and contrast keypad buttons. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.